Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called due to low blood glucose reading of 69 mg/dl. Customer reported a seizure prior to the paramedics being called. Customer was not taken to the hospital and was treated with juice. No further information reported.